Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer requested assistance with an infusion set change. She stated that the last time she did change the infusion set, she gave herself too much insulin and ended in the hospital with low blood glucose of 29mg/dl. The caller mentioned being in the hospital only for three hours. No further information was provided.